Event description:
It was reported that during a laparoscopic duodenal switch procedure, on the 13th firing of the long60a, while crossing the duodenum with an ecr60b, some malformed staples were observed. They were on proximal portion (furthest inside the stapler) and on the inner most row of the stapler (closest to the knife). At the time of application. The stapler was flexed to the left, with the anvil up. It was the last fire of the instrument, so no more stapling was necessary. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and without a reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Two intra-operative photographs were received for review. The complainant reported that the incident occurred on the 13th firing of a long60a utilizing an ecr60b staple cartridge. Based on photographic evidence, the staples were noted to be rotated slightly and not properly formed. A potential cause a cause of the surgical complication is a disruption of proper placement of the first few inner most proximal staples. The failure may have occurred as a result of incorrect cartridge selection or dull knife due to the number of firings. The knife may have not cut cleanly initially, distorting the tissue and built up enough force to complete the cut line. This may have caused the first few staples closest to the knife to be pulled and rotated out of position and not properly forming. However, device analysis may provide clearer indication as to the cause of the malformed staple.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).